Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. The receiver log was attempted to downloaded, however failed due to perpetual rebooting. A function test was unable to run due to perpetual rebooting. The receiver was opened and the ui pcba was detached to download the receiver log. The receiver log was reviewed and firmware errors were observed. The reported event of initializing screen without manual restart was confirmed because there were indications that the receiver was "initializing the screen without manual restart" within the investigation window. A root cause could not be determined.